Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the pump was able to power on with a different power switch. The pump was able to download the event log and found pump patient data lost alarm. The pump was found of fluid ingression around the pwa board and chassis. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump will not turn on at all. No adverse patient effects were reported.